Event description:
Advanced bionics was informed that x-ray showed the patient's electrode array was not in the correct location. The patient's device was explanted. The patient was implanted with another advanced bionic's cochlear device.